Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown mom cup catalog number: 157442 lot number: 861490 brand name: m2a-magnum head. Multiple reports were submitted along with this report 0001825034-2021-01045, 0001825034-2021-01047. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to elevated metal ion levels approximately 12 years post implantation. Additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.